Event description:
In 2008, customer called to report they were monitoring patients when they received an error message which caused the q-tel rms application to shutdown and exit to the desktop. As a result of this, there was some data loss and the current patient's session date was corrupted. The end-user attempted to restore the session data through the application, but was unsuccessful. On 07/01/2008, customer had informed cardiac science sales rep of the fact that the day of the data loss occurred included a pt being monitored who was having chest pain during exercise; since the application prematurely closed and the lesion data was unrecoverable, they had no info to send to the physician.

Manufacturer narrative:
Customer was sent replacement tower and the original tower was returned to engineering for eval. Engineering was unable to duplicate the reported problem. Log files from the system were also analyzed. Engineering found the application failed in the following scenarios three times: memory access violation to windows system built-in components. Data persisting failure - this is in reference to data writing to database on the master tower. Application communication failure between ui and pda component. Engineering stated the first scenario is very difficult to reproduce and the log files do not have enough info for the cause of the reported incident. Engineering will continue to try and reproduce the issue and determine root cause.